Manufacturer narrative:
Image review; image is of the distal and proximal section of an sds device, and a shelf carton. Deformation is visible to the proximal stent wraps. The lot number reported in gch corresponds with the lot number on the shelf carton and the lot number printed on the luer of the device. Additional information: please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and severely calcified lesion exhibiting 90% stenosis located in the proximal right coronary artery (rca). The lesion was pre-dilated. It was reported that the stent failed to cross the lesion. An image provided indicates stent deformation occurred. The patient was reported to be alive with no injury.